Manufacturer narrative:
H6. Investigation summary: the complaint of "contamination" was received against instrument phoenix ap material number: 448010, serial number: (B)(6). Bd remote assistance provided instructed customer to follow decontamination process, swab pipettor and dispenser for culture and clean the instrument which resolved the issue. Instrument was found to be operational and released to the customer for regular use. This complaint is an unconfirmed failure of the bd product. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument (B)(6)is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not reviewed in the form of reports and no instrumental errors were observed.bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that with use of bd phoenix¿ ap there was contamination after on site service. There was no patient impact. The following information was provided by the initial reporter: "customer reporting qc failure due to ap contamination. Customer qc failed for multiple organisms and found mixed cultures on purity plates. Contamination found after on site service was done. Hazard, injury or erroneous results details did erroneous results occur? Y if yes¿detailed erroneous results (include # of errors and type): failed qc due to contamination 1. What result did the customer obtain from the bd product? Pass 2. What result was the customer expecting to obtain (if different from the obtained result) failed 3. Was this a qc, validation, or proficiency test? Qc 4. Was patient treatment changed as a consequence of the issue with results? No patient testing performed. Only qc 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? N/a"

Event description:
It was reported that with use of bd phoenix¿ ap there was contamination after on site service. There was no patient impact. The following information was provided by the initial reporter: "customer reporting qc failure due to ap contamination. Customer qc failed for multiple organisms and found mixed cultures on purity plates. Contamination found after on site service was done. Hazard, injury or erroneous results details did erroneous results occur? Y. If yes. Detailed erroneous results (include # of errors and type): failed qc due to contamination. 1. What result did the customer obtain from the bd product? Pass. 2. What result was the customer expecting to obtain (if different from the obtained result) failed. 3. Was this a qc, validation, or proficiency test? Qc. 4. Was patient treatment changed as a consequence of the issue with results? No. Patient testing performed. Only qc. 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment?

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.